Event description:
Boston scientific received info that the pt implanted with this device system suffers from diabetes. Multiple infectious ulcers were presented on the pt's lower extremities. The pt's physician elected to explant the device system, including this right atrial (ra) lead due to infection. No adverse pt effects were reported during the procedure. There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to pt infection.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the MFR of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.